Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient experienced recurring incontinence and was implanted with an artificial urinary sphincter on (B)(6) 2015. No further patient complications were reported in relation to this event additional information received on (B)(6) 2015 indicated the sling was an advance sling. It was also reported that the level of recurring incontinence was worse than baseline.